Event description:
During attempts to advance a coronary stent with delivery system to the target site in the patient's saphenous vein graft, the sds/stent could not be advanced further than the mid-circumflex artery. The sds/stent were withdrawn from the patient without complication. Following re-dilation of the target lesion site, attempts to advance a second coronary stent with delivery system were unsuccessful due to resistance proximal to the target lesion site. In an attempt to advance the sds beyond the point of resistance, the physician used additional force resulting in the immobilization of the sds/stent. The physician then retracted the sheath to create a lower profile. Subsequently, the stent became dislodged from the balloon catheter and embolized within the circumflex artery. Concurrently, guidewire support was lost and several guidewire exchanges were done in an unsuccessful attempt to retrieve the embolized stent. The patient's condition was stabilized. The following morning severe chest pain was reported. Subsequent angiography revealed acute closure of the circumflex artery. The patient was transferred to another medical institution where the embolized stent was compressed against the arterial wall. Subsequently, several stents were successfully deployed at the target lesion site. There were no additional clinical sequelae reported relative to this event.